Event description:
The facility's biomed reported the pump overinfused during clinical use. An unk size bag of insulin was programmed to infuse at a rate of 1 ml/hr for a total volume to infuse of 80ml. It was reported that after 1 hour, 79ml had infused, however, the pump indicated only 1 ml had infused. No medical intervention was necessary or injury to the pt.